Event description:
It was reported that patient developed numbness in heals pain in anterior upper legs and patient cannot tell when the bladder is full. It was noted also that patient is sensitive at the implant site. The patient was give a medrol dose pack to try and physician did not believe that symptoms are device related.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient developed numbness in heals, pain in anterior upper legs and patient cannot tell when the bladder is full. It was noted also that patient is sensitive at the implant site. The patient was give a medrol dose pack to try and physician did not believe that symptoms are device related. Additional information received that the physician does not think it is procedure related. The patient was doing great for the first week before symptoms developed.